Manufacturer narrative:
Sections with additional information as of 29-oct-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern; unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-3 error and hi blood glucose test results. Customer purchased the truemetrix meter on (B)(6) 2020. The customer is concerned with test results obtained of hi. The customer did not know his expected blood glucose test result range. The customer feels well, and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer, and produced e-2 error using truemetrix meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 12/18/2021, and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history: result 1: hi . Date: (B)(6) 2020; time: 4:06pm. Fasting status unknown. Result 2: n/a. Result 3: n/a. Result 4: n/a. Result 5: n/a.